Event description:
It was reported via clinical study that the 64 yo male patient experienced aseptic glenoid loosening. Developed severe pain associated with lifting activities. X-rays show evidence of glenoid component loosening. There is possibility that may represent low grade infection. Component is clearly loose with a broken screw and radiolucency about the screws. The patient was revised on (B)(6) 2023. The outcome was last known as resolved.

Manufacturer narrative:
D10. Concomitants: 300-01-12 - equinoxe humeral stem primary press fit 12mm, 320-42-00 - equinoxe reverse 42mm humeral liner +0, 320-10-10 - equinoxe reverse tray adapter plate tray +10, 320-15-01 - eq rev glenoid plate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - clinical and device problem codes, h8, h11. The following sections were corrected: d1, d4 - remove catalog & UDI #'s - unknown, g4 - remove 510k # - unknown, h6 - impact & component codes. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6a, g4, h4, h6 MDR section codes updated/corrected: a, b, c, d, e, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may be the result of compression screw loosening and fracture leading to glenoid loosening as reported. The reported radiolucency about the screws could indicate the screws were loose in the proximal region and still secured in the distal region. This would lead to a shear stress applied on the screws in the region still affixed in the bone during loading of the implant construct. This could lead to the reported screw fracture. However, the sequence of events and contributing factors to each cannot be determined from the information provided. Potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiographs, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.